Event description:
Per independent repair center statement the unit was alarming or red light. The key failure was the compressor was noisy. Additional malfunctions include the inlet filter was missing, the cabinet filter was missing, the power switch for the control had a short circuit, and the zip ties for the compressor were replaced.